Manufacturer narrative:
The account indicated the use of a qualified associated cartridge. A company handpiece was indicated. The account indicated the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, it was noted that lens had a tear. The iol was explanted during initial procedure. There was no patient harm. Additional information has been requested.